Manufacturer narrative:
A boston scientific technical services consultant discussed isometrics and pocket manipulation. The caller stated the patient will be brought in soon for further evaluation. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited noise and stored episodes of atrial tachycardia response (atr) and pacing impedance measurements greater than 3000 ohms on the atrial channel. The patient stated he was moving around the time of the stored episodes and felt occasional fluttering in his chest. No adverse patient effects were reported.